Event description:
It was reported that the table on the 2600 system is intermittently working and reboot is required. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to make adjustments to the table sensor board. Oscillator circuit adjustments completed. The system was tested and found to be working as intended and placed back into service.